Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. H6 component code was inadvertently missed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reprocessing steps at the material residue point were not deviated from the instruction manual. Additionally, it was not confirmed that there was physical damage at the material residue point. The cause of the event is likely due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories describes how to prevent for the suggested events. Olympus will continue to monitor field performance for this device.

Event description:
The duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, foreign material was found on the distal end. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the foreign material found on the distal end, other evaluation findings are as follows: the scope cover was cracked; the grip and the connecting tube were scratched; the switch box and the right/left knob were discolored; the play of the upward/downward knob was out of the standard value due to wear of the angle wire; the distal end and the forceps elevator were corroded; the adhesive around the objective lens was worn; the light guide lens were dirty; and the universal cord had a peeling coat. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.